Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that he first noticed the meter was reading inaccurately high at the beginning of (B)(6) 2014 although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen as a result of the alleged issue. He reported, on (B)(6) 2014 around 4:00 am, he became unconscious and his wife administered a glucagon injection. He also reported that an ambulance arrived but that he was not taken to hospital. Although the patient was unable to supply any results around the time of the alleged incident, he was able to provide comparisons for (B)(6) 2015. He reported obtaining a blood glucose result with the subject meter of ¿165 mg/dl¿, and ¿130 mg/dl¿ on another meter (ot ultra2), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results meets lfs¿ accuracy criteria. During troubleshooting the csr established that the patient¿s meter had been set to the correct unit of measure. The csr also noted that samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high results on the subject meter, administered medication based on the results he obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.